Event description:
It was reported by the affiliate that (1) tsw45 and (1) tr35b were used during a thoracoscopic bullectomy procedure. It was reported by the affiliate that the instrument cut but the staple did not close. The surgeon had to reconvert the thoracoscopy opening.